Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient now has two rechargeable devices. Patient was seeing out of regulation (oor) on one side only but was not sure which side. Rep indicated that patient has complex programming and is in voltage mode. On one ins, settings are 4.7v, 60 pw, 185 rate and there was one high impedance on a monopolar pair at 2376 ohms. The other ins has even higher settings and had high impedance issues at replacement (patient was told previously they couldn't have an MRI, likely because of these issues) but caller thought they resolved them with the battery change and were able to get impedances in range. Rep stated patient didn't report anything about their therapy when they reported the oor. It was reviewed with the rep that use of high therapy parameters can lead to high current draw resulting in oor. It was reviewed for the rep consider checking impedance on programmed electrodes and recharging ins if the battery level is low. Rep stated they know the ins isn't low because they believe patient is charging every day to charge complete screen. Rep inquired if waiting until patient heals and bruising goes away from surgery if that may resolve issue. It was reviewed possibly but bruising shouldn't be causing oor unless it is affecting impedances. It was reviewed that in voltage mode, oor would be seen with low impedances and that if patient is constantly checking ins with patient programmer (pp)/insr this could potentially result in oor. It was recommended to ask patient how often they are interrogating ins with pp/insr and to recommend only checking ins once a day. It was also noted that the ins still delivering stimulation even at oor and if patient's therapy is not affected, there may be no reason to take additional action at this time. And that the rep could check impedances at different positions to see if impedance results change at all. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) stating that patient did not seem to be impacting therapy, patient will visit the neurologist if they experience any loss of therapy. The rep noted that the right side ins was the one involved with the oor message and high impedances. The cause of the oor and the high impedances was not determined, and the issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event